Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, having received a sensor scan result of 'hi' (reading over 500 mg/dl). The customer proceeded to self-treat with insulin without performing a comparison blood glucose test. She subsequently experienced weakness, loss of consciousness, and seizure. A non-hcp individual administered a glass of coke for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. A visual inspection was performed, and no issues were observed. The sensor plug was returned and fully seated. Extracted data from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor state 6 occurred before the complaint. Extended investigation has also been performed for the reported complaint. It was determined that there was a poor connection between the application specific integrated circuit (asic) and the printed circuit board assembly (pcba). Sensor puck was de-cased, and contamination was found on the pcba. A mix match test was also performed and found the returned asic and returned pcba functioned properly during the linearity test. Upon further visual inspection, contamination of liquid ingress was found beneath the returned asic chip (on and around the battery contacts). Liquid ingress affected the asic, however high results were not observed through linearity testing. Therefore, this issue is not confirmed.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, having received a sensor scan result of 'hi' (reading over 500 mg/dl). The customer proceeded to self-treat with insulin without performing a comparison blood glucose test. She subsequently experienced weakness, loss of consciousness, and seizure. A non-hcp individual administered a glass of coke for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, having received a sensor scan result of 'hi' (reading over 500 mg/dl). The customer proceeded to self-treat with insulin without performing a comparison blood glucose test. She subsequently experienced weakness, loss of consciousness, and seizure. A non-hcp individual administered a glass of coke for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.